Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had software error detected. Customer's blood glucose level was 345 mg/dl at the time of incident. Customer also stated that they successfully clear the alarm and unable to rewound the pump. Device will be returned for the analysis.

Manufacturer narrative:
Device passed self test and displacement test. Software error detected noted in the formatted history file due to software error.